Event description:
During the patient's first device check six weeks after implant, t-wave oversensing from the device to the rv lead coil was reported. An isolated event of a poor r-wave was noted. All other parameters were within normal range. The exact cause could not be determined. The device remains is use and the patient is on routine follow-up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.